Manufacturer narrative:
This supplemental report is being submitted to correct the lot number and to provide the device evaluation results. The reported event could not be confirmed as the prior investigation indicated the loop was discarded. A visual inspection was performed on the partially returned device and found the loop was missing from the distal end. No functionality test could be performed as the missing loop was not recovered. The yellow tube joint was found to be at the proper location on the tube sheath. There were no signs of damages, kinks or dents found with the coil sheath, tube sheath and yellow tube joint. The slider movement on the handle side function as intended with no signs of restriction on the slider movement. The root cause could not be determined as there were no abnormalities found with the returned portion of the device.

Manufacturer narrative:
The loop will not be returned to olympus as it was discarded by the user facility. The root cause of the reported event cannot be determined. The most likely root cause of the reported event is attributed to excessive force applied during use. The instruction manual gives several warning to prevent this type of damage ¿never use excessive force to operate the instrument. This could damage the instrument. Before use, prepare and inspect the instrument as instructed below. Should the slightest irregularity be suspected, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection control risk, cause tissue irritation, punctures, hemorrhages or mucous membrane damage and may result in more severe equipment damage.

Event description:
Olympus was informed that during a colonoscopy procedure the loop broke and fell into the patient. The loop was retrieved with an unknown device. There was no bleeding reported. The intended procedure was completed with a similar device. The generator settings were unknown. There was no patient injury. The patient is reportedly doing well. Additionally, it was reported that the loop was not inspected prior to the procedure.